Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using the same device with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The technician was able to duplicate the reported event and noted that the driveshaft bearing was damaged.